Event description:
Spontaneous call from pt's husband who reports, during the infusion they heard a loud noise and the pump stopped working. They were able to use their back up pump so no adverse effects or missed doses occurred. New pump was shipped out and defective pump will be returned for inspection. No other info known. Reported to (B)(6) by pt/caregiver.